Manufacturer narrative:
After further review if file on (B)(6) 2021, mentor became aware that patient experienced right sided breast pain post procedure. On march 8, 2021, patient underwent a surgical intervention, the right side implant was removed and interrogated. The implant was soaked in antibiotic irrigation ancef, gentamicin and bacitracin and was then placed back into its original pocket. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain. Please see section h11 corrected data for corrections manufacturer¿s reference number: pc(B)(4) the relevant h. Device manufacturers only fields were updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor memorygel breast implant experienced left sided capsular contracture baker grade IV and right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two like device on (B)(6) 2021. This medwatch form is for the right breast prosthesis.